Event description:
A 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in a pt on event date. The aneurysm and vessel morphology are unknown. Both groins were prepped accordingly and the physician dissected out the distal external iliac, common femoral, superficial and profunda branches. Catheters were inserted up both iliac arteries up into the supra-celiac aorta. A lunderquist wire was placed up the right, and the bifurcated stent graft was passed into the aorta. The physician centered the bifurcated stent graft just below the renal arteries and deployed the stent. The pt was heparinized accordingly prior to the insertion of the device. The physician proceeded to catheterize the contralateral side and placed a 16mm diameter x 11.5cm length iliac limb stent graft in the left leg. The physician stated that he was concerned that the pt had a relatively short aortic neck and there was approximately 5mm to 8mm below the renal artery; therefore, a 26mm diameter x 3.75cm aortic cuff was placed. The physician reported that while deploying the aortic cuff after centering the stent exactly where he wanted, the cuff was noted to obstruct the blood flow in the graft. The aortic cuff obliterated most of the blood flow going down the left side of the bifurcated stent graft. After multiple attempts to try to remedy the obstructed blood flow, the physician constructed a femoral-femoral bypass using a 8mm ptfe graft by converting the circular arteriotomy holes into linear arteriotomies. The ptfe was sutured and both anastomoses were constructed and tracked underneath the subcutaneous tissue. At the conclusion of the procedure, an angiogram performed demonstrated the femoral-femoral bypass was functioning properly without any diffculty, and the pt had good distal blood flow to the popliteal arteries bilaterally. There were no additional clinical sequelae reported related to the event, and the pt was taken to the intensive care unit in good condition.